Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/21/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one empty opened foil, one paper lid, one empty winding former, and one detached needle that pertains to product code nw1205 were returned for analysis. Upon visual inspection, the returned sample was evaluated. The swage and attachment area were noted to be as expected. No suture remnant could be observed into the barrel hole. The suture was not received for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that two packets that pertain to product code nw1205 were returned for analysis. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures, or anomalies were observed during the evaluation. A functional test was performed, and the tensile strength results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. The suture snapped at multiple sites during the procedure. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002 ¿ device not returned.